Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2000. The consumer sought medical treatment for an infection at the ear piercing site 3 weeks later. An incision and drainage was performed and the consumer was placed on oral antibiotics. Sought medical treatment again 4 weeks later and an incision and drainage was performed. The consumer was admitted to the hosp that day and received i.v. Antibiotics. The consumer was discharged the next day and was continued on an i.v. Antibiotic home treatment.